Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - (B)(6). Manufacture date ¿ unknown.

Event description:
Information was received based on review of a journal article titled, "early experience with the vanguard complete total knee system: 2¿7 years offollow-up and risk factors for revision.¿ which assessed survival rates of the vanguard knee, clinical outcome scores, findings at revision and predictors for revision. The study was conducted over a period of seven (7) years and followed eight-hundred seven (807) patients with a primary vanguard tka. The journal article reports that twenty-seven (27) revision procedures occurred due to the following reasons: six (6) revisions due to aseptic loosening of the tibial componentfour (4) revisions due to aseptic loosening of the femoral and tibial componentsone (1) revision due to loose tibial component with patellar replacementfourteen (14) revisions where patellas were added to treat patellofemoral paintwo (2) revisions due to malposition of femoral componentone (1) revision due to septic looseningone (1) revision to exchange the femoral component due to post-traumatic instabilitythe authors concluded that the vanguard knee shows good survival with no adverse outcomes related to the implant, therefore, further use of the implant is justified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This report is to address only one event of the article. Complaint description, patient/ device codes, evaluation codes, manufacturer narrative. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "early experience with the vanguard complete total knee system: 2¿7 years of follow-up and risk factors for revision¿. Which assessed survival rates of the vanguard knee, clinical outcome scores, findings at revision and predictors for revision. The study was conducted over a period of seven (7) years and followed eight-hundred seven (807) patients with a primary vanguard tka. This complaint is to address one (1) patient in the rpr study group had a revision post primary tka due to femoral loosening.